Event description:
Literature was reviewed regarding iliac branch devices in the repair of ruptured aorto-iliac aneurysms: a multicenter study the following medtronic devices were used: onyx liquid embolic agent deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients adverse events / device product performance issues includes: technical success was achieved in all cases, but 10 (42%) patients died within 30 days. The overall survival at 12 and 36 months was 48±11% and 38±10%, respectively. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: karelis, a., sonesson, b., gallitto, e., tsilimparis, n., forsell, c., leone, n., silingardi, r., mesnard, t., sobocinski, j., isernia, g., resch, t., gargiulo, m., dias, n.v.. Iliac branch devices in the repair of ruptured aorto-iliac aneurysms: a multicenter study. Journal of endovascular therapy vol 3 2024. Doi: 10.1177/15266028221149922 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Patient age and sex is reflective of the mean patient data in the article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.